Event description:
Add'l info received from a reporter on 01/28/2026 for report number mw5162612. A reporter called to submit a report about the adverse events his fiancée experienced after nexgen knee replacement on her right knee. He said his fiancée had a right knee implant in (B)(6) of 2019. He said she could not flex from the beginning. When she saw her doctor, he suggested that she should come to the hospital and to have manipulation done to her knee under anesthesia. She had done that per his recommendation and her knee popped out and she passed out from pain. He recommended for her to go home and when her fiancée told the doctor that he would not be able to take her home in the condition she was in. The doctor paid for an ambulance to transport her home. He said after she came home, she was trying to work out, but her knee turned black. He said they went and saw the same doctor. The doctor refused to treat her, and they were thrown out of his office. He said she was having difficulty walking; her knee was red and swollen. Then they went to another doctor in pittsburgh, pa. The other doctor tried different therapies and nothing worked. The doctor took her knee out and put a spacer, to clear up all the infections. Then he put in a replacement knee in (B)(6) of 2020. The reporter was not sure the type and the manufacturer of the replacement knee. He said the replacement knee was doing the same thing: infection, swollen knee. The infection was so bad her right knee finally got amputated in (B)(6) of 2021 at a different hospital. Ref report: mw5162612. Pt codes: 2074, 2544, 4577, 2032, 1930, 1840, 1994, 4559. Device code: 2993.